Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h3 ("not returned to manufacturer") checkbox was selected inadvertently, it should remain in blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, no root cause could be identified; however, it is likely that a faulty cable led to the malfunction, resulting in the issue of image flickering. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to bad cable that needed to be replaced. Additional findings include the following: faded rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had an image problem where the picture flickered. The issue occurred during a procedure. The intended therapeutic or diagnostic procedure was completed with a similar device, with no delay. There were no reports of patient injury or medical intervention associated with this event.